Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited a high pacing impedance and noise. No intervention was performed, and the patient's status was unknown.